Manufacturer narrative:
Field service engineers (fse) was dispatched to service the instrument. The customer notified technical support (ts) that positives decreased after service was completed by the fse and a monthly maintenance was performed. Pas reviewed logs and did not find any hardware issues or reagent preparation errors. Pas noted that possibly affected samples are in a row and suggested sample handling errors that caused contamination.

Event description:
On (B)(6) 2021 hologic technical support (ts) received a complaint by a customer regarding an increase in positive results on the panther instrument sn (B)(4) for aptima sars-cov-2 assays (master lot 307645). The customer reported an increased positivity rate of approximately 10% from what they normally receive. Ts advised the customer to clean all work areas and touchpoints. The customer performed monthly maintenance and changed the sample shield. All results have been reported out from worklists 002239-20211106-54, and the customer was not sure if patients received treatment.